Event description:
It was reported that just before the customer was changing the cassette to another one for regular replacement, a "no message" alarm went off. The patient changed the pump to another one, but the alarm persisted. She then changed the cassette to another one, and after that, the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: two cassette samples were returned for investigation. The samples were received in used condition without its original packaging open and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples received did not present any damaged, kink, cut that could cause the failure mode reported. The samples were connected to the pump, and no alarms were activated. Based on the no disposable alarm investigation and root cause conduct through CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, complaint is not confirmed. No fault was found. No root cause was determined as complaint was not confirmed. No corrective actions taken as complaint was not confirmed. A CAPA was opened to investigate the root cause and subsequent corrective actions which is currently in solution confirmation and implementation plan phase. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).